Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned, and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the basek, and may have been lost within the body. The report stated that the patient performed a site change in 2006. The site insertion went without incidence. The patient decided to change out his site at 48 hours due to his elevated blood sugar. Infusion set was placed in right buttocks region. When removing the set they found that the cannula was not attached, and thought it may have been left under the skin as the area where the cannula had been was red and raised. The patient saw his doctor seven days later. His doctor could not confirm or deny that the cannula was still in his skin. Currently, there is no redness or swelling noted at the insertion site, the doctor believes that there is no foreign material left under the skin.